Manufacturer narrative:
A search for non-conformances associated with the actual part/lot number combination could not be performed as the parts and lot numbers are unknown. The devices were implanted in the patient and not returned to the manufacturer for analysis; therefore, the alleged product issues or events cannot be confirmed.

Event description:
As reported through the article titled, "midterm outcomes after low-profile visualization endoluminal support or atlas stent-assisted coiling of intracranial aneurysms: a propensity score matching analysis" 10 patient's that underwent coil embolization with an lvis device from april 2015 to december 2019, were found to have major recanalization at 6 months post procedure.